Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient (pt) reported experiencing a "zapping" sensation, which felt like an electrical shock, when they were not charging. Pt stated that it happened last night and occurred a few times. Pt also stated that it sometimes happened while charging and sometimes when not charging. Pt added that they felt "something off" where the implant battery is placed. [See (B)(4) for the initial information and related event received during the call].

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient called back to report the exact information under this case. Patient was experiencing a "zapping" sensation, which felt like an electrical shock, sometimes it happened while charging and also when they were not charging, there was no pattern on when it does happened. Patient stated the other day they were just standing still, and the 'zapping' happened a couple of times. Patient said the' zapping' doesn't hurt but they feel irritated. Patient stated the issue started a couple of months ago. Agent reviewed with the patient emi can caused unexpected increased in stimulation. The patient was redirected to their healthcare provider to further address the issue.